Event description:
Caller reported a malfunction on the pump, specifically identified with malfunction code 6, and the fault ID available was 0x20bc. It was unknown whether the issue caused the customer's blood glucose level to exceed 500 mg/dl. Customer sought a replacement for the out-of-warranty pump and expressed interest in obtaining an out-of-warranty loaner pump. Tandem technical support planned to replace the malfunctioning pump.